Event description:
The customer reported that the device was charging by itself. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The device was not evaluated by philips. The customer was provided with information to troubleshoot the issue and to call back if there were further concerns. As of (B)(6) 2011 there are no further reports of this issue from this customer. Based on the customer's report only, we will consider this a malfunction. We cannot determine the cause because the symptom could not be verified.